Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump was cracked at buttons compartment. Customer¿s blood glucose level was 101 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.